Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while preparing for a case the spring inside the 85 mm assembly tool adaptor was bent, preventing it from snapping onto the reclaim assembly tool. The case was rescheduled the next day and was able to get a replacement instrument to use.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4); investigation summary ==> examination of the returned instrument confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that while preparing for a case the spring inside the 85mm assembly tool adaptor was bent, preventing it from snapping onto the reclaim assembly tool. The case was rescheduled the next day and was able to get a replacement instrument to use. / / investigation method: / / investigation summary: